Event description:
This lead was implanted on (B)(6) 2009. It was reported to technical services on (B)(6) 2011 that it will be explanted for a possible infection. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).